Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported that an over-infusion occurred during patient use. This occurred during the use of an infusor elastomeric device (this report) in association with a 0.5ml patient control module. The device was filled with 26ml of drug solution comprised of fentanyl citrate (20ml) and saline (6ml), both non-baxter products. The patient control module was pressed three times during infusion. It was reported that the actual infusion started at 11:25 on the date of this report and ended at 23:30 on the same day. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction was associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The expected flow rate was 26 ml / 50 hours and priming was performed prior to the infusion. Evaluation summary: visual inspection found no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed on the infusor, without the patient control module attached, and the flow rate was found to be within the specification range of the product. Another functional flow rate test was then performed with the patient control module attached, and again the flow rate was found to be within the device's specification range. The reported condition was unable to be verified. A review of all batch record documents was performed with an issue noted during the manufacturing process. The same duck bill valve component used for the manufacture of 13b057 was found to be defective during testing for a different lot. The testing identified backflow from the injection port of 1 out of 50 units. This issue was determined to be unrelated to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.